Event description:
It was reported prior to using a bd a-line¿ syringe, the scale markings were not clearly printed on the barrel. No impact was reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E1. Initial reporter facility name: (B)(6). Investigation summary: "material #: 364356 lot/batch #: unknown bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective scale markings was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."